Event description:
The user facility in (B)(6) reported during vitrectomy surgery the cutter was not cutting efficiently at 5000 cpm. The cutter started to work when reduced to 2500 cpm; however when increased to 5000 cpm it did not cut. The surgeon completed the surgery at 2500 cpm. There was no pt injury reported.

Manufacturer narrative:
Eval completed. One opened bl5423w pack from lot v0494 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The aspiration line connectors that are approx 10 inches from the back of the cutter are very loose. They are still connected but just barely. After tightening the loose connection on the aspiration line, a functional test was performed using a stellaris pc system. The cutter had good clean cuts at all cut levels and aspirated as intended. It should be noted that a loose aspiration connection could contribute to poor cutting performance due to reduced vacuum. The sterilization and lot history records have been reviewed and found to be acceptable.